Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she saw sparking at the strain relief where there are exposed wires, but she did not see smoke, fire or melting. As of the date of this report, the original power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the cord for her breast pump's power adaptor "separated and has sparked". No injuries were reported.